Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. The manufacturer¿s international service technician confirmed the reported switch issue. The manufacturer¿s international service technician replaced the on/off switch to address the reported problem. The ventilator is back in service.

Event description:
The customer reported that they cannot turn off the ventilator. There was no patient involvement. Event date not specified, estimate used.